Event description:
It was reported that, after patient intubation, the tracheal tube cuff was not able be inflated. The device was replaced, and recannulation was required. There was no patient harm reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
The sample was scrapped at the customer¿s site, and no device will be returned for investigation. The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.